Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2019-09022. It was reported that the leads had migrated due to the patient's arthritis. Lead migration was confirmed by x-ray. Surgical intervention may occur at a later date to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-09022. Additional information received indicates that the leads were explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.